Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. In addition, the battery gauge dropped form 75% to 65% while connected to a power source. The customer's blood glucose level was 170 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.